Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump with assistance from technical support and began a new sensor session without further issues.